Event description:
It was reported that lv lead was not used because originally targeted site did not yield acceptable numbers. The lead was removed and a smaller lead was used to get to an alternate site. The device was removed and replaced due to an "occult defect" and upgraded to a crt-d device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found.